Event description:
Prior to the procedure, during patient intubation, the patient aspirated and vomited. The anesthesiologist cleared the patient¿s lungs, and the case proceeded. During the procedure, bleeding occurred, resulting in loss of clear visualization. The patient¿s blood pressure increased, and the physician elected to abort the procedure. The patient was reported to be in stable condition and was discharged home the same day.